Manufacturer narrative:
The autopulse platform (sn: (B)(4)) was returned to zoll for damaged/broken-off head restraints on the top cover. During functional testing performed on 10 november 2020, the autopulse platform failed the load cell characterization test. During visual inspection of the returned platform, it was observed that the head restraint wires were broken off and detached from the top cover. Also, the front enclosure was noted to be cracked. In addition, the battery lock was observed to be bent. The physical damages appeared to be the characteristics of normal wear and tear and/or user mishandling. The autopulse platform is a reusable device, and was manufactured in november 2012, and it is 8 years old, has exceeded its expected service life of 5 years. The top cover, front enclosure, and the battery lock will be replaced to address the observed issues. The autopulse platform passed the initial functional testing without any fault or error. However, the load cell characterization test revealed that both load cells were out of specification. The root cause of the issue was the defective load cell amplifier as a result of normal wear and tear. The load cell amplifier board will be replaced to remedy the fault. The archive data review showed no discrepancies. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During investigation performed on 10 november 2020, the autopulse platform (sn: (B)(4)) failed the load cell characterization test during the functional testing.